Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the atrial and ventricular channels causing oversensing, pacing inhibition, and inappropriate episodes. No inapproprate shock was delivered. The lead measurements were normal and stable.